Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer also reported that part of the wake button is missing. There was no reported impact to customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.